Event description:
It was reported that during a procedure at the user facility that the device heats up. The procedure was completed successfully. No medical intervention and no adverse consequences were reported with this event.